Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose decreasing to 45 mg/dl following a rapid postprandial rise and subsequent drop, and the user self-treated with orange juice and granola bars; troubleshooting and education on potential causes of fluctuating glucose and learning-period variability were provided, and the user was advised to follow clinician guidance. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included transient low blood glucose that resolved with oral carbohydrate, without medical intervention or hospitalization. Investigation included a review of use patterns and provision of user education and guidance. Investigation of this case revealed no device alerts were reported and no device malfunction was identified, with fluctuations considered consistent with learning-period adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.